Manufacturer narrative:
Other applicable components are: product ID: 978b128, lot#: va2fhdu, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was going for her stage 2, but when the physician opened up the pocket it was completely infected. Reasons for infection are unknown. Patient had lead removed. Patient will have a full stage once infection is cleared up. No further complications were reported at this time.